Event description:
It was reported the pt was not receiving stimulation and his ipg was no longer able to communicate with the charging system. The sjm rep confirmed the issue using the external devices, and the programmer displays an error code. F/u info identified the pt underwent surgical intervention to remove and replace his ipg which resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.